Manufacturer narrative:
(B)(4). It was reported that the femoral angiogram was taken after the procedure. The instructions for use states: perform a femoral angiogram to verify the location of the puncture site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for failure to deploy suture for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic cerebral angiogram procedure. Reportedly, the device failed to deploy because the vessel was slightly too small. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be in training in the use of the proglide device. A trained physician was present for the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The vessel was reported to be small, approximately 4.8 mm in diameter. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patient with small femoral arteries, less than 5 mm in diameter. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.